Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. The pump was able to be charged successfully with an alternate usb cable and wall adapter. Blood glucose level was 450 mg/dl. Replacement usb cable and wall adapter sent to customer.